Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken, the left plunger case was cracked, and the top and bottom case were cracked. A review of the event history log identified check syringe plunger sensor in history. During functional using the visual inspection, power up process and checking analog sensors the reported issue was verified. The flippers were stuck and not going down all the way due to misalignment of timing plates. The root cause of the issue was caused by the customer's incorrect assembly of the device. Rebuilt the plunger assembly, replaced right plunger case, left plunger case, and the plunger case o-ring.

Event description:
It was reported that the exterior plunger mechanism of the pump was stuck. No patent injury was reported.